Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling/edema, malposition, pain, visibility/palpability, capsular contracture baker grade ii, fibromyalgia, change in sleep habits.

Event description:
Healthcare professional reported ¿breast pain¿ and ¿swelling¿ via CT scan. Later, healthcare professional reported ¿no complaint¿. Later, healthcare professional reported "pain", "projecting nipples at all times", "physically and mentally cannot handle having her implants exchanged every 10 years", "grade 2 capsular contracture", ¿animation deformity¿, ¿axillary pain¿, "waves of shivers/chills", ¿fibromyalgia¿, "interfering with her ability to sleep", "palpable lump of the upper inner quadrant", "tenderness to diffuse palpation" and ¿depression¿. This record is for the right side. Device was explanted and replaced.